Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist is reported a patient presented with rainbow glare in the right eye two months post routine lasik treatment. The patient will be seen at a later date for follow up. Additional information requested.

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states that the patient now has a "prism effect" at night. The patient will be seen in follow up at a later date.